Manufacturer narrative:
Sorin group (B)(4) manufactures the d100 kids oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the medical staff decided to change out the oxygenator due to clotting in the reservoir. During the change out, the pt was sustained with drugs. There was no report of pt injury. The product has been returned to sorin group (B)(4). The investigation is on-going. A f/u report will be filed when the investigation is complete. There was no report of pt injury as a result of this issue. The pt was sustained with drugs and the facility reported the incident to the country's competent authority. This medwatch is being filed as a result of these actions.

Event description:
Sorin group (B)(4) received a report that during the procedure, clotting was seen in the reservoir. The unit was changed out. During the change out, the pt was sustained with drugs. There was no report of pt injury.